Event description:
It was reported by service report that the head end of the stretcher would raise too slow and the jack would drift. The customer could not determine if there was patient involvement or if there were adverse consequences to report.